Event description:
The patient received his scs system on (B)(6) 2010. It was reported that his ipg is giving a false charge indication. In an effort to resolve this matter, a replacement charging system was sent to the patient. No further info is available at this time as all attempts to confirm resolution have been unsuccessful. This report is being submitted as a precautionary measure as similarly reported events have led to the explant of the ipg.

Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.